Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The examination of the returned device confirmed that the reported deployment failure and deformation of a grip component during use. Increased friction was found between sheaths that are supposed to move against each other during deployment which made stent deployment impossible. A component of the grip was found with a visible bend indicating the presence of excessive release force. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. High friction may have caused the deployment failure and reportedly, high release force was present prior to the deployment failure. This issue may be related to difficult vessel conditions or anatomy leading to increased friction and subsequent release force increase. The use of inappropriately sized accessories is considered another contributing factor to the reported event. Insufficient flushing of the device also may contribute to this type of event. In this case, resistance was felt when the guide wire was advanced through the target lesion although the lesion had been pre-dilated and the system had been flushed. Reportedly, the procedure was performed sheathless, and a 0.018" guide wire was used. On the basis of the investigation performed, a definite root cause for the reported event could not be identified. The IFU states: "examine the stent and delivery system device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used." And "if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit." Also the IFU indicates that a 6 f (2.0 mm) or larger introducer sheath and a 0.035 inch (0.89 mm) diameter guide wire are required for the procedure. Furthermore, IFU states: "flush the inner lumen of the device with saline prior to use."

Manufacturer narrative:
The lot history records are being reviewed. The event is currently under investigation. (B)(6). Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that during the stent placement procedure, resistance was felt and the vascular stent could not be deployed at the target site in the iliac artery. The delivery system was removed and another stent was placed to complete the procedure successfully. No patient injury was reported.